Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm during therapy. The customer stated that the therapy was discontinued at the time of these alarms. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant downstream occlusion alarms were not reproduced but were confirmed through baxter's eval. The device investigation found the downstream sensor current reading with a fluid filled set was above specification. The pump was reworked per baxter's service procedure.